Event description:
The account alleged the brakes will set into brake, but will not hold.

Manufacturer narrative:
The technician found the foot end brake/steer linkage was broken and the casters worn. The technician replaced the linkage and both caters to repair the stretcher.